Event description:
(B)(4). Gastro issues, flutter or vibrating feeling in the lower abdomen, hair dryness and hair coming out in large amounts when brushing

Event description:
(B)(4). Since (B)(6) I would like to report the following new symptoms: severe menstrual bleeding, cramps, every once in while I have sharp stabbing pain in my pelvic area (are those coils moving?!), blurry vision, eye twitch, exhaustion, dizziness, brain fog. I started to have a lot of memory issues last year and I was not connecting it to essure. I had tests done thinking I was in the early stages of alzheimer or some other neurological problem. Everything came back fine. It's (B)(6) 2016 and I have to wonder what other side effects are going to creep up on me. I'm not going to wait and find out. I'm currently scheduled to get these coils removed. Getting essure is the worst decision I have ever made.